Manufacturer narrative:
The result of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented via merlin transmission with an alert of low impedance on lv lead. Merlin transmission on (B)(6) 2019 showed two separate drops in the weekly impedance indicating a possible insulation abrasion programming changes were discussed, but physician decided to monitor the patient. No patient symptoms were reported.